Manufacturer narrative:
Cmp-(B)(4). Updated:catalog #: 00576401551, femoral component option size e left, lot # 61383827 catalog #: 00596403210, articular surface size ef 10 mm height, lot # 61370874 reported event is considered confirmed as the returned device is removed due to fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Visual examination shows the tray fractured near the middle. Fracture artifacts suggest the tibial plate likely fractured from a fatigue fracture, which suggests that the plate was structurally unsupported while under a compressive load. The machining artifacts could have given the applied stress a place to concentrate. A review of the x-rays were performed and the asymmetric narrowing of the medial compartment is nonspecific but could suggest underlying polyethylene wear. The radiolucency along the cement hardware could suggest early loosening. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The likely condition of the part when it left zimmer biomet control is considered conforming based on the DHR review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised seven years after initial knee arthroplasty due to a very tight knee.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.